Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that device requires preventative maintenance. There are no reported device malfunctions. Additional information was provided by the service center, that the elevation driver was visually inspected upon receipt and was found to be damaged. There is a substance in the sefar nitex filter, the left screw hole molding on the back lid is dented, the charging coil is dented on the left side, and the service center confirmed that the bd serial number label was missing. There was no patient involvement.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: one photo of back lid was provided by the customer. In the photo, the bd label on the back lid was removed and a non-bd serial number label was attached. The serial number matches the trackwise serial number. The elevation driver serial number 91008914 was received at the bd-bard global service & repair. The elevation driver was visually inspected upon receipt and was found to be damaged. The bd serial number label was missing and a non-bd serial number label on the back lid was identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the identified serial number label was missing issue. The root cause for identified serial number label was missing issue could not be determined based on the provided information. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that device requires preventative maintenance. There are no reported device malfunctions. Additional information was provided by the service center, that the elevation driver was visually inspected upon receipt and was found to be damaged. There is a substance in the sefar nitex filter, the left screw hole molding on the back lid is dented, the charging coil is dented on the left side, and the service center confirmed that the bd serial number label was missing. There was no patient involvement.